Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the upward and downward angulation control knob was out of the standard value. The bending section cover or distal sheath had a scratch. The adhesive on the bending section cover or distal sheath had a chip and a scratch. The scope connector had a scratch. The protector of the universal cord on the scope connector side, the universal cord, grip, scope cover, control unit, switch box, forceps elevator, lock engagement lever, scope connector cover unit, free-engage knob, and right and left knobs, as well as the upward and downward angulation control knob, had a scratch. The control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a nozzle with foreign objects. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the event, ¿foreign matter in the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.